Event description:
It was reported that a cgm error occurred, specifically cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The caller was guided through a pump reset by technical support, after which the error did not reappear, and the caller successfully started their sensor session.